Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during retrograde nail screw insertion, the tip of driving cap/threaded broke off during surgery. Action taken when an event occurred proceeded as normal. There were no fragments generated from the broken device. There was no surgical delay reported. Procedure was successfully completed. There was no patient consequences. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the driving cap/threaded (p/n 03.010.523 lot l759641) was received showing the threaded distal tip broken off and missing. The transverse fracture is at the most proximal thread form of the distal threaded tip. The driving cap is in a used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned components of the device. Dimensional inspection of the threads could not be conducted as the threaded distal tip is broken off and missing. The remaining thread form does not provide an accurate measurement for any thread diameters. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the driving cap/threaded (p/n 03.010.523 lot l759641) as the threaded distal tip was broken off and missing. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.010.523, lot: l759641, manufacturing site: bettlach, release to warehouse date: 19.apr.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.